Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had dropped his insulin pump and it caused cracks on his screen. Customer's blood glucose level was 160 mg/dl. Customer was no longer able to read most of the screen and was remembering steps in which to continue using the pump to continue treating. Customer was advised to discontinue use of the pump. Customer does not have long acting insulin. Customer has novolog. Customer may use his pump until he gets his replacement. Customer stated that the pump has a lot of wear and tear with several cracks on the screen and cracks on the corner. There is also a crack on top of the battery compartment. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.